Manufacturer narrative:
It was reported that the blue or towels "were linting in chunks and linting may have caused an infection." No information was provided by the reporting facility whether this is an actual diagnosis and what treatment was required as a result of this incident. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause cannot be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the blue or towels were "linting in chunks and may have caused an infection."